Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing that resulted in an inappropriate mode switch. The noise appeared to be the respiratory rate trend (rrt) signal. Boston scientific technical services (ts) recommended turning rrt off. There were also spikes in pacing impedance noted on the ra lead. The highest measurement was 1,829 ohms. This product remains in service. No adverse patient effects were reported.